Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.

Event description:
On 2/11/2022, it was reported by a sales representative via phone that an ar-8990st fibertak was inserted into the patient but the anchor did not seat. Surgeon opened another fibertak and it worked perfectly. During the same procedure, an ar-2324bct-2 4.75 swivelock anchor broke off into the patient's bone when being inserter. Surgeon removed all broken fragments and opened another 4.75 swivelock, however, after removing the inserter, the anchor pulled out of implantation site. A third swivelock was opened to complete that portion of the procedure. Then, while using an ar-8979p dx swivelock, it unraveled from the inserter and pulled out. Surgeon was able to use another swivelock to complete the procedure. This was discovered during a lateral ankle stabilization procedure on (B)(6) 2022. No further issues has been reported.